Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) data to confirm device operation. Upon review, it was found that the rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered an appropriate electric shock and successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.